Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that on initial startup there are a bunch of failures. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The following errors were observed. Spi bus failure (error 1113, 110f, 1107, 110e, 1117, 1106). All error codes point to flow sensor assembly and the data acquisition printed circuit board assembly (pcba). The rse provided part ids to the customer for replacement. Per good faith effort, it was confirmed that the customer replaced the da pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that on initial startup there are a bunch of failures. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The following errors were observed. Spi bus failure all reported error codes point to flow sensor assembly and the data acquisition printed circuit board assembly (pcba). The rse provided part ids to the customer for replacement. Resolution and disposition are pending - investigation ongoing.